Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken blister under the patch. The patient described the area as red - raised blisters, broken skin. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.